Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were visual indications of dried fluid within the cassette compartment, however no particulates were found. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A pre-accelerated stress test (ast) simulated treatment of 1000ml over 15 minutes was initiated and failed due to the alarm ¿m37 patient pressure not constant warning¿ during setup. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom heads and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. The hp1 filter was clogged and was identified as the cause for the m37 warning. The cycler underwent an ast and failed. There were no fluid leaks in the test cassette during the simulated treatment and ast. Grinding in motor b was observed. The cycler underwent and passed a patient sensor calibration check, system air leak test, and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette when removing the cassette from the cycler at the end of pd treatment. The patient's contact reported receiving a balloon valve leak warning during setup and an air detected in cassette alarm during an unknown phase prior to the observed leak. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. The patient's contact was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the customer. It was reported that an alternate treatment option was available. Upon follow up, the pdrn reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The reported cycler has been returned to the manufacturer for physical evaluation. The cassette used during the event is available and a sample return kit was shipped to the patient so they can return the cassette to the manufacturer.